Event description:
False positive of pcr covid test on (B)(6) 2021 from (B)(6). Two tests at different locations 2 days later on (B)(6) were negative - one antigen and one pcr. (B)(6). FDA safety report ID# (B)(4).